Event description:
It was reported that pump declared a cartridge change error. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller to remove cartridge, inspect and confirm o-ring was intact, remove pump from case, clean pneumatic tap area, and then follow on-screen steps to reload, after which caller successfully completed load process and resumed insulin delivery.